Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood could not be drawn while using an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets attached to non-baxter lines. This was identified during use of the devices for a blood draw. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, h3, h4 and h6. . H10: the actual devices were not available for evaluation; however, seven (7) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure, clear passage, and pull tests were performed with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.